Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, evaluation of the returned portion of the driveline from (B)(6) revealed superficial driveline damage. Whether the outcome was device or therapy related and additional information was unknown. Analysis of the extracted log file revealed low battery advisories during the final events of the log file due to normal battery depletion. Low battery hazard alarms then became active at 17:08:07 on (B)(6) 2023. The last line of data revealed a no external power event at 17:35:08 on (B)(6) 2023 due to both 14v batteries being fully depleted and the pump continued operation on the system controller's backup battery (refer to the system controller investigation). The returned portion of the driveline measured approximately 24.5¿. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed rescue tape on the outer silicone jacket present 2-3" from the controller connector. Upon removal of the rescue tape, damage to the outer jacket was observed 2.5" from the controller connector. The bionate layer was discolored but otherwise unremarkable. Some breakdown of the metal braided shield was also observed. The layers were carefully removed and microscopic inspection of the underlying wires found no insulation damage or wear. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The relevant sections of the device history records of (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 ¿alarms and troubleshooting¿ that explain all alarms and the proper actions associated with them. The how your heart pump works section outlines battery charge level, fuel gauge display and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to mobile power unit. Instructions for exchanging batteries and switching power sources are provided in the power the system section. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The patient handbook also warns that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient arrived at the emergency department in pulseless electrical activity, with a nonfunctional left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.